Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. The returned product consisted of a xxl device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 20mm proximal from the distal tip. From the circumferential tear the balloon was also torn longitudinally for the full length of the balloon. The inner shaft was stretched and accordioned. A visual and tactile examination also identified multiple shaft kinks. The hub was noted to be detached from the device and was not retuned with the device. A visual examination identified no issues with the tip of the device.

Event description:
It was reported that a balloon rupture occurred requiring additional intervention. A 4/5.8/120 xxl vascular balloon was selected for use. During inflation, the balloon ruptured. Part of the balloon was stuck intravenously in various devices. The balloon retracted upon itself (harpoon effect) during an attempt to withdraw in a 12 fr introducer. Femoral approach was gained again to remove the device.

Event description:
It was reported that a balloon rupture occurred requiring additional intervention. A 4/5.8/120 xxl vascular balloon was selected for use. During inflation, the balloon ruptured. Part of the balloon was stuck intravenously in various devices. The balloon retracted upon itself (harpoon effect) during an attempt to withdraw in a 12 fr introducer. Femoral approach was gained again to remove the device.